Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not working and had fluid loss. The aus was explanted and replaced. No additional formation was provided.